Event description:
It was reported that the tip of the ez-28b delivery system caught the iris on the pupillary border during iol implantation. The surgeon tugged on the inserter, which caused the iris to bleed. According to the surgeon, the patient healed just fine. Additional information has been requested, but has not been received.

Manufacturer narrative:
The surgeon indicated that he had issues with two ez-28b inserters that had "uneven" edges, as compared with other types of inserters he had used in the past. Two sealed, unused ez-28b inserters were returned and are currently being evaluated. A supplemental report will be submitted upon completion of the investigation process.